Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequalae, including pharmaceutical therapy as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to treat a large patent foramen ovale with an aneurysmal septum and two fenestrations. There were no reported procedural issues. A little over a month following implant the patient presented to the hospital with palpitations and an EKG showed atrial fibrillation promptly reverting to sinus rhythm. A surveillance echocardiogram was performed and showed a mobile thrombus attached to the anterior aspect of the right atrial disc of the occluder. This was confirmed with transthoracic echocardiography which also showed good device apposition. Inflammatory markers were not elevated and infection was not suspected; however, as a cautious approach the patient was treated with antibiotics and a PICC line was inserted to administer antibiotics at home. Additionally, the patient is being treated with anticoagulants and will continue to be monitored.